Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the cause of the infection remained unknown, but steps taken included antibiotics.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that she went to the healthcare professional and they noticed an infection on the back where the incision was. The indications for use were failed back surgery syndrome and spinal pain. No device issues reported. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Supplemental to update codes, conclusion code no longer applies.

Event description:
Additional information received from the consumer reported that they had been in pain for many years and had three back operations and no relief. The patient did not know what steps were going to be taken to resolve the infection and noted that it had healed up well.